Event description:
The trilogy ev300 ventilator was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the unit failed the aec test during fco81. The technician recommended replacing the proportional valve and 3-way solenoid valve to address the issue.